Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. During processing of this complaint, attempts were made to obtain complete event information.

Event description:
It was reported that the patient had an unrelated surgery prior to which the ipg was not put into surgery mode. Afterward, the ipg was unable to communicate with external devices and patient lost therapy. Troubleshooting did not resolve the issue. Surgery may occur to address the issue.

Manufacturer narrative:
The reported issue was confirmed. It was determined the device was running the service application software. This condition is consistent with electrocautery use during surgery. Per event details, the ipg no longer communicated following an unrelated surgery. There is guidance in the clinicians manual regarding proper handling of the device when using electrocautery. As a result of this finding, actions have been taken to prevent reoccurrence.

Event description:
Additional information received indicates that the patient underwent surgical intervention on an unknown date to explant the system with no complications.

Manufacturer narrative:
Section d6b date of explant is unknown. Attempts were made to obtain event information, but not received.